Event description:
It was reported that the customer was hospitalized for hbgs. The cause of event was not determined. The programming and histories were accurate. Also, the reservoir was placed correctly. It was indicated that the customer was pregnant and md requested the pump to be replaced. No further details.